Manufacturer narrative:
Model and serial numbers are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) reimplemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received the report mw5093192 from FDA medwatch program stating that a patient undergone a cardiac surgery in 2016, was readmitted at the hospital for sternal wound. He was found positive to m. Avium intracellulare on (B)(6) 2017. The surgery took place in an unknown hospital in the united states. The heater-cooler system 3t serial number used during surgery is unknown.